Manufacturer narrative:
Initial.

Event description:
It was reported that the user awoke to a high glucose alert while using the ilet system, acknowledged the alert, and had changed the inset 23" 6 mm infusion set shortly before the alert without observing a bent cannula; the user had eaten a granola bar earlier and announced the meal, and was advised that if a manual insulin injection were recommended by the physician, the ilet should be disconnected for two hours. Symptoms included hyperglycemia and headache, with glucose later returning to a normal range. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.